Event description:
It was reported that during a sleeve gastrectomy procedure, the staples did not come out of the staple housing when fired. The device was new and not reused. Other reloads had fired properly. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If the device cut, was the cut line complete? Was there any bleeding? If there was bleeding, how was it controlled?